Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the fowler raises by itself and it would not stay in the lower position. No pt involvement or adverse consequences are reported.